Event description:
The tech alleged that the bed exit alarm is not functioning, the bed exit would arm but not alarm. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.